Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). The initial result at 08:41 was 7.6 inr. The repeat result at 08:48 using a new finger was 5.0 inr. The customer stated his warfarin dose changed, but was having difficulty remembering what dose was changed. He currently takes 6 mg on sunday, tuesday, and thursday and takes 3 mg on the other days. There was no adverse event. The customer was not anemic, was not on heparin or direct thrombin inhibitors, and had no antiphospholipid antibodies or lupus. He had no new medications or diet changes but had some bruising which he stated was normal for his use of warfarin. The customer's therapeutic range was "2.5 inr. " the returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.5 inr and 2.7 inr, donor hct: 43% and 44%. Testing results: donor 1: master lot / customer strip and meter 2.5 inr/ 2.4 inr. Donor 2: master lot / customer strip and meter 2.7 inr/ 2.6 inr all results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. Relevant retention test strips (lot 186865-24) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified. None of the given treatments/medications are currently known to interfere with the accuracy of the test results.